Event description:
The tip of a broach broke off during surgery and was unable to be retrieved from the patient. This caused a surgical delay of 45 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The instrument associated with this report was not returned. The investigation is able to confirm the material fracture from provided photographs. The investigation is unable however to determine the root cause without examination of the failed instrument. Based on the investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.